Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4194 implantable pacing lead (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient heard a patient alert and went to the emergency room. The right ventricular (rv) lead impedance had increased. The rv lead remains in use. No patient complications have been reported as a result of this event.